Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, this crt-d was thoroughly inspected and analyzed. Pin gauge testing confirmed that all port diameters were within design specification range; however, the diameter of the ra spring contact component was found to be out-of-specification. This may have resulted in a suboptimal connection with the lead terminal.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed high pacing impedance measurements and noise on the competitor's right ventricular (rv) lead. The noise resulted in inappropriate therapy. It was noted that the competitor's lead was fractured. A revision procedure was performed and this device was electively replaced. The competitor's rv lead was also explanted. No adverse patient effects were reported.